Manufacturer narrative:
Received one used. List #cl3511, 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿ w/red cap, bag hanger; lot #14317356. One used. List #unknown, 0.9% sodium chloride injection usp baxter 500 ml intravenous bag with ifosfamide chemotherapy residuals; lot #y463409. The reported complaint of foreign matter could be confirmed. The returned sample was observed to have foreign matter in the drip chamber. The probable cause of the foreign matter is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger. Sand-like floaters in the "squeezing bulb" of the adult tubing were observed and confirmed by two staff members. This was discovered during the pharmacist's final medication check (of the unknown drug) before handing off to nursing for administration. There was no patient involvement, no adverse event/harm and there was a small delay in therapy as replacement line with a different lot was procured and the dose was remade.